Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device turns off during operation. Upon troubleshooting, fse checked the system and confirmed that the visub power supply was the cause. The part was in stock, so the system remained in its original state. Biu didn¿t deliver it because the system is eol/eos. (End of life). Therefore, no further action could be performed by philips. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the allura device turned off during an operation.the device was inside clinical use at the time of the event. No harm was reported.to date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.